Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked case bottom on front left corner with rubber foot unattached. Cracked case at the top by front corners and handle. Crack on both plunger cases. Customer's reported issue was duplicated. The root cause of the reported issues was found to have been caused by the customer due to fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced the size pot and recalibrated the pump. Performed preventive maintenance and passes all functional tests. Also, replaced case top and case bottom. UDI information is unknown.

Event description:
It was reported that device is not recognizing syringe and cracked case foot is missing. No patient injury reported.